Event description:
Customer obtained results of 800mg/dl, and 158mg/dl within 10 minutes on the accu-chek compact plus system. Customer ate in response to 158mg/dl result. No adverse event reported. New system sent to customer and return requested.